Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure in the subclavian vein, the pta balloon allegedly was unable to deflate. It was further reported that the balloon had difficulty retracting through the sheath and was removed along with the sheath, as one unit. No further treatment was needed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was returned for evaluation. A visual inspection found the device returned in two segments, with one of the segments stuck in the user's introducer sheath. The distal end of the balloon and inner guidewire lumen were found to be detached from the device. Stretching and bunching was noted to the catheter shaft, which are consistent with retraction issues. The distal end of the user's sheath was also found to be flared. Therefore, the investigation is confirmed for balloon and catheter detachment. Also, based on the stretching, bunching, and sheath flaring, the investigation is confirmed for the reported retraction issues. However, the investigation is inconclusive for the reported deflation issues as the balloon was unable to be functionally tested due to the balloon damage. It is likely that the experienced retraction issues contributed to the identified detachments. It is also possible that a deflation issue could lead to retraction issues through the sheath if the balloon was not fully deflated. However, the definitive root cause for the identified retraction issues of reported deflation issue could not be determined based upon the available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during an angioplasty procedure in the subclavian vein, the pta balloon allegedly was unable to deflate. It was further reported that the balloon had difficulty retracting through the sheath and was removed along with the sheath, as one unit. No further treatment was needed. There was no reported patient injury.